Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 115 mg/dl. Reportedly, the customer had insulin syringes available as alternate insulin therapy. The customer reported high bg during follow up, due to not knowing how to use long acting insulin. The customer could not reach their health care provider and declined to go to an emergency room or urgent care facility.